Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
In the cytotoxic reconstitution room, when the syringe is opened, a white foreign body is found stuck to the wall of the syringe barrel.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, a particle is observed within the syringe. Characterization testing was performed in attempt to identify the composition. While the results were not definitive, the particle was mostly consistent with polypropylene. A device history review was performed for the reported lot 2405075, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Retained samples of the reported lot were used for additional evaluation. All product was inspected and no foreign matter, dirt, or other particles were observed within any of the devices. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Manufacturing equipment undergoes routine cleaning. We have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. While the characterization testing was not definitive, given the texture and location of the particle, it is likely a burnt polypropylene particle that generated within the equipment during the assembly process. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.